Manufacturer narrative:
Hologic molecular applications specialist (mas) reviewed logs and noted the issue appeared to be caused by the customers' pre-analytical workflow leading to contamination. Mas advised customer on workflow improvements. Hologic field service engineer (fse) went onsite and ran negative and positive samples to confirm that results were as expected. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Fse reported on behalf of customer an increase in positive results with low rlu values for their sars-cov-2 tma run using assay lot 319624 on panther plus instrument sn (B)(4). Customer did not provide specific worklist ids to review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.